Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: p1501dr, ipg, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited low pacing impedance. Physician attempted to replace the lead but was unable to gain access due to venous occlusion and multiple leads already in place. The lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that noise was seen on the egm of the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.